Event description:
As reported, during a procedure the capsure fixation device failed to fixate the fasteners into bone. It was reported that the surgeon thinks "the capsure taskers are less strong than they were, they will not go into the bone." Another device was used to complete the procedure. The surgeon is experienced with the use of the device. There was no patient injury.

Manufacturer narrative:
As reported, capsure fasteners failed to fixate. The evaluation of the device could not reproduce the reported event that the device failed to fixate the mesh. The device functioned as intended during functional and simulated use testing, deploying the ten remaining fasteners with no issues. No manufacturing anomalies found. Based on the information provided the most likely root cause for the failure to fixate is the attempted deployment into bone as reported. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states: ¿carefully inspect the area in the vicinity of the tissue being fastened to avoid inadvertent penetration of underlying structures such as bone, nerves, vessels, and viscera. Use of the capsure¿ permanent fixation system in the close vicinity of such underlying structures is contraindicated." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.